Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on 10-19-2023. A photograph was provided for investigation. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.